Event description:
The customer reported the device "got frozen twice and reported the following error: 20004 (registered in the error log)". There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.